Manufacturer narrative:
Updated fields: b4, d1, d4(version or model #, catalog #, UDI #), d9, e1(event site address - (B)(6), event site postal code - (B)(6)), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information:(B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the cable, fiber optic jumper so, that after the replacement the operation inspection have been conducted and the fiber optic test were performed on the basis of inspection record sheet with good results. The failure analysis and testing department received fiber optic jumper cable with a reported unit failure of an error occurred during the fiber optic test during regular inspection. The failure analysis and testing dept. Performed a visual inspection of the part received and the part is in a good condition.the failure analysis and testing dept department installed the cable, fiber optic jumper in the cardiosave test fixture and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing dept. Found that the fiber optic is failing the test: signal count is 0, signal level is 0 and result is fos sensor signal error, the failure analysis and testing department verified the failure of the cable of fiber optic jumper.the fiber optic jumper cable is defective. Retaining the fiber optic jumper cable in the failure analysis dept. Per procedure 0002-07-008 rev aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Due to character restrictions in block e1 address : (B)(6) amatsuka third branch due to character restrictions in block e1 city : (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) had an error occur during fiber optic testing. There was no health hazards reported as it was not used on patients.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.